Event description:
Device 2 of 3. Reference MFR reports: 1627487-2014-06188, 06190. The patient has two leads implanted with the same lot number. Information received identified the patient experienced excessive heat while recharging and device would shock her upon sudden movement. Patient had a nerve block procedure performed in the later half of 2012 and patient was jerking so uncontrollably from the device during the procedure that a sjm representative had to be called in to turn down the device. The patient has stopped using her scs system and had a pain pump implanted. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patient related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.